Event description:
Customer reported a malfunction on the pump, described by code malf 12, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which customer acknowledged and understood.